Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Manufacturer narrative:
(B)(4). On (B)(6), 2012, the patient was contacted and follow-up information was obtained. The patient tests 4-5 times a day. The patient indicated that after the alleged issue began, a nurse was able to test his blood glucose on another device but the name of the device and result(s) obtained were not provided. The patient explained that the treatment he received from the nurse(s) was part of his normal routine. Based on the new information provided, this complaint is being re-classified from an adverse event to a malfunction. Changed to "product problem." Type of reportable event changed from "serious injury" to "malfunction."

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging a power issue with a one touch verio meter. The patient claimed that the meter would not power on even with new batteries inserted. The patient indicated that the alleged issue began on (B)(6) 2011, at an unspecified time. As a result of the alleged issue, the patient reportedly administered self-care by taking his usual dose(s) of medication(s). In addition, due to the alleged issue, the patient claimed that he received insulin treatment from an unidentified nurse. Details of the insulin treatment were not provided by the patient. The lifescan representative involved in this contact noted that the patient is in a "care home" and is in the care of nurses 24 hours a day. The patient also reportedly self-adjusts his insulin. The patient indicated that his blood glucose was not tested on any other device during the time of concern. He also denied that he developed any symptoms because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, and what date/time the insulin treatment was provided. In addition, it would have been helpful to know if the reported insulin treatment provided by the nurse(s) was part of his usual diabetes management regimen or if the treatment was above and beyond the usual routine of diabetes care and management. The alleged power issue was not resolved with troubleshooting. The patient was sent a replacement meter. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter would not power on and he received insulin treatment from a health care professional.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 5/2/2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.